Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-04331 and 1627487-2013-04333. It was reported the pt was unable to communicate with the ipg using external devices. A replacement programmer and charging system were sent to the pt. Follow up identified the replacement devices would not communicate with the ipg. The physician opted to replace the ipg and the leads. It was reported the leads were replaced because the stimulation coverage in his back had become difficult to maintain. Follow up identified the pt rec'd effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.